Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) placed on an unspecified date. Patient complained of pelvic pain after essure was placed. Physician informed that he did not place this essure. He did the hysterectomy to remove essure. Also it was informed that patient had adenomyosis. Physician stated the pain could have been occurred due to pre-existing adenomyosis and may not have been attributed to essure. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a hysterectomy to remove essure (fallopian tube occlusion insert) due to pelvic pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, patient had adenomyosis. According to the physician, this pre-existing condition could have been the reason for her pain, which may not have been attributed to essure. Company agrees with physician assessment. Nevertheless, since limited information was provided and as the patient complained of pain after essure procedure; a contributory role of the suspect device in patient's pain cannot be excluded. This case was considered an incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up information received on 29-dec-2015: follow-up attempts were made with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a hysterectomy to remove essure (fallopian tube occlusion insert) due to pelvic pain. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, patient had adenomyosis. According to the physician, this pre-existing condition could have been the reason for her pain, which may not have been attributed to essure. Company agrees with physician assessment. Nevertheless, since limited information was provided and as the patient complained of pain after essure procedure; a contributory role of the suspect device in patient's pain cannot be excluded. This case was considered an incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.